Event description:
The customer reported that the buttons on the insulin pump were responding intermittently. The customer stated that the insulin pump was not delivering the correct amount of insulin. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons were not responding as a result of corroded keypad traces. Also the keypad overlay had weak adhesive bond at all locations. Further testing could not be performed due to the unresponsive buttons.